Event description:
A (B)(6) female admitted with renal mass. During right radical nephrectomy on (B)(6) 2015, covidien stapler misfired x 2. Three staplers were opened and utilized before successful stapling could be accomplished due to repeat misfiring issues with the staplers. The third stapler successfully stapled and the incision was closed. No pt harm. Diagnosis or reason for use: renal mass.